Manufacturer narrative:
Device evaluation did not show any malfunction. Process evaluation did not reveal any issue with the surgical guide set-up. Review of the case showed that there are strong scatter and motion blur artifacts in the patient cbct scan that is obscuring the shape of the crowns. As a result, there may distortions on the crowns of the stone model that can cause the guide to seat slightly titled in the patient's mouth and affect the trajectory.

Event description:
Doctor performed the needed tissue punches and seated the surgical guide to use for the osteotomies. After doing the drill, doctor felt something was off so he did a flap to see the osteotomies in bone and saw that it was quite off 3-4mm buccal. As a result, he freehanded surgery and placed implants 3,5, however it is unknown if the implants are successful. He grafted site 4 and placed quite a bit of graft material over 3,5.